Event description:
Cardiac guide wire broke off inside a pt during cardiac catheterization. The wire could not be retrieved. Hi - torque floppy ii extra support guide wire used during cardiac catheterization on (B)(6) 2017.